Manufacturer narrative:
(B)(6). (B)(4), the product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: herniated disc it was reported that intra-op, tip of pituitary broke. No fragments of instrument remaining inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the upper shaft is broken off at the upper pivot pin. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with overload. If information is provided in the future, a supplemental report will be issued.